Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery or off no power alarm noted. However, the battery tube was corroded. Pump received with cracked reservoir tube lip and broken battery cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a off no power alert. It was also found the battery exploded inside the insulin pump when the customer replaced the battery. Customer reported a off no power occurred again after applying a new battery. Customer reported damage to the battery cap. Customer's blood glucose was 111 mg/dl. The customer also reported the off no power alert occurred three times. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.